Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: according to the information received, "tip broken off. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer". The product was returned to depuy synthes for evaluation. Visual inspection revealed the tip broken and the metal prong bent of the glenosphere orientation guide. Device exhibits signs of normal usage. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overloading the material. Properly handling and attention to the approved use of the device diminishes the risk of failure. Breakage condition can lead to a deformation on the metal prong, as a consequence of the screw would not have the guide support to complete their function. Potential cause for the bent condition can be traced to a component failure, as condition may happen as a consequence of the breakage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the glenosphere orientation guide would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. "Tip broken off. The product damage documented in this pc has been identified, during loan kit inspection, by the loan kit technician. The event date and alert date are the date, that the inspection took place. There is no surgeon, procedure or patient details available. No further information can be obtained, as the case was not reported by the customer". The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed, the tip broken of glenosphere orientation guide, due to repeated use. Additionally, a stripped pattern was observed, on the metal surface of device. The observed, conditions were identified, as an end of life indicator. Damage consistent with repeated heavy usage and servicing around 6 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. Since, the device was not returned. A dimensional inspection cannot be performed. The overall complaint was confirmed. As the observed, condition of the glenosphere orientation guide would contribute to the complained device issue. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the glenosphere orientation guide tip broke off. Patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "tip broken off. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the tip broken of glenosphere orientation guide due to repeated use. Additionally, a stripped pattern was observed on the metal surface of device. The observed conditions were identified as an end of life indicator; damage consistent with repeated heavy usage and servicing around 6 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the glenosphere orientation guide would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.